Manufacturer narrative:
The review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a follow-up report. The device was not returned to kimberly-clark for analysis, therefore we are unable to determine a root cause for this reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, 'during a podiatry case, pulsed rf of sural nerve in foot, a red error window popped up on the display screen. During stimulation mode, sensory stim, the device operated without issue, but when it was switched to 'auto-pulsed' mode for the treatment a red error window appeared noting 'input/output error.' The staff tried to reboot the machine, switch back and forth from stim mode, but every time they tried to start the auto-pulse treatment the red error window would appear. There were five attempts made to restart the treatment. They were unable to complete the procedure. The patient was not injured and no medical intervention was required. The procedure was not completed and was therefore rescheduled. The patient did not receive an alternate treatment.' Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).